Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c92.

Event description:
The customer contacted physio-control to report that their device had failed both the self test and user test.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not charge, in order to shock.